Manufacturer narrative:
Visual, functional and dimensional inspections were performed on the returned device. It was observed that the core was kinked, distal to its proximal end. The reported resistance with the balloon catheter was unable to be confirmed due to the condition of the device. However, it is likely that the kinks in the core contributed to the reported resistance with the balloon catheter. The kinks likely occurred during use. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The reported difficulties appear to be due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information reported that it was the distal shaft with the balloon that separated and not just the balloon. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The armada 18 balloon catheter referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion with heavy calcification in the right superficial femoral artery (sfa). The armada 18 balloon catheter was advanced over the command guide wire; however, resistance was noted between the distal end of the balloon catheter and the guide wire. The balloon catheter reached the target lesion and the balloon was inflated. During removal of the balloon catheter, there was resistance with the wire and sheath. It was noted that the balloon had separated and was stuck on the guide wire. The separated balloon remained on the guide wire; therefore, all devices were simply removed as one unit from the patient anatomy without consequences. It was confirmed that there was nothing left behind in the patient. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.